Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the clip was not fed into the jaw at the fifth firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml instrument was returned in good visual condition and with one unformed clip. It was functionally evaluated and was noted to have jaw/cam sticking issues that did not allow the jaws to open properly after each firing sequence; the trigger had to be manually assisted to return to the open position. However, nine clips were formed as intended. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.